Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The pt/layperson requested a replacement onetouch ultra2, having dropped the meter and then run over it with her car in 2009 so that it was not usable. The pt allegedly was "shaky and hungry with blurred vision and a swollen tongue at noon the next day. The pt self-treated with food to relieve the symptoms. The cca replaced the meter. Because the pt's symptoms of shaky and blurred vision, after the reported issue, meet the criteria of a serious injury, the complaint is reported.